Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a 23mm pericardial aortic valve was explanted after an implant duration of nine (9) years, eight (8) months due to calcification, stenosis, paravalvular leak, dehiscence, and sinus of valsalva aneurysm. The explanted valve was replaced with a 29mm pericardial valve. Procedure went well with good seating of the device. Intraoperatively it was noted that the condition system could not be identified since it was displaced by the aneurysm. Postoperatively the patient experience non-reversibly symptomatic brady cardia secondary to complete av heart block. A permanent pacemaker was implanted on post-operative day eight. The patient was discharged home on post-operative day nine.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned able to be returned for evaluation. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is...

Event description:
It was reported that a 23mm pericardial aortic valve was explanted after an implant duration of nine (9) years, eight (8) months due to aortic stenosis and sinus of valsalva aneurysm. The explanted valve was replaced with a 29mm pericardial valve. Procedure went well with good seating of the device. The patient was reported to have done well and was discharged home.